Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 69-year-old patient in st elevation myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced episodes of ventricular tachycardia and suction alarms on the impella device. The p level of the impella was decreased to break suction, and a 500 ml fluid bolus was administered to the patient and complications were resolved. It was also reported the patient experienced bleeding issues, and the medical team decided to explant the impella as patient was already in the process of being weaned from the impella device. No information was provided on any treatment or intervention for bleeding issues.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.